Event description:
Customer reports a false negative urine for leukocytes using 10sg urine strips. Microscopic exam of the sample revealed 45 leukocytes. No report of injury with the event.

Manufacturer narrative:
Sample was retested with the same negative result on the instrument and positive visual read. Visual appearance of the urine sample was clear with moderate blood. Quality control had been run and results were reported to be within range/ customer reports maintenance is performed nightly.